Event description:
Boston scientific received information that this patient was receiving a cardioversion for atrial fibrillation (af). Following the cardioversion there was an increase in the rv threshold and loss of capture. The loss of capture did result in greater than two seconds asystole. Later the same day, the thresholds did come back down and there was no more loss of capture. The pace impedances did decrease from 520 ohms to 320 ohms. The physician will continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.